Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about a month ago they charged their implant and it "sent extra shock waves" and they could hardly walk. Patient stated they turned their stimulation off and haven't used it since. Pt stated that they are in need of an MRI of their knee and inquired about how to confirm MRI eligibility. Caller did not have their external equipment with them at the time of call. Agent reviewed information about MRI mode and emailed patient instructions. Patient mentioned that they are in the process of transferring their care to a new healthcare provider (hcp) at inland pain in spokane, wa but does not know the name of the hcp.